Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 20 mm stent delivery system (sds), was returned for analysis with the stent protector covering the stent and product mandrel inserted and bent in the mid to distal region of the stent. The product mandrel and the stent protector were removed distally to allow for stent inspection. Upon removal of the bent product mandrel the stent struts from the mid to distal stent regions were noted to be lifted from their crimped position. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04dec2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in moderately tortuous and severely calcified mid left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.